Manufacturer narrative:
(B) (4). The device was evaluated and the biphasic pcb assembly was replaced. Proper device operation was then confirmed during functional and performance testing. The removed assembly will be returned to physio-control for further eval.

Event description:
It was reported by the customer that the device made a very loud sound when discharging the defibrillator at 360 joules. Upon inspection, the device's biphasic pcb was observed to be faulty. This failure occurred during device user test. There was no pt use associated with the reported event.